Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual inspection of the device revealed a burnt and melted manifold at the 3 o¿clock to 9 o¿clock position, thus confirming this complaint. Saline residue was found inside the suction tube. Visual signs of activation were found at the active tip. Upon further observation, the ceramic material at the 3 o¿clock to 9 o¿clock position seem to be missing. A gap is shown and possibly the ceramic material could¿ve broken off during the failure of this device, however it was stated in the reporting that nothing fell in the patient. Due to safety and protection of lab equipment, no testing was performed. The supplier completed a CAPA investigation (CAPA-(B)(4)) to address this failure. The root cause has been identified as small gaps or low application of the epotek adhesive creating a weak dielectric barrier between the active tip and the surrounding ceramic head, resulting in the failure of melting/burnt ceramic head material. Training requirements were updated to be performed on a six-month basis. This issue is also being investigated via mitek (B)(4). The DHR review indicated that the devices were processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed no other complaints for this lot of devices released to distribution. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The affiliate reported via email the radiofrequency tip code. (B)(4), presented defect (in coagulation and cut) in surgical procedure, being necessary to open another tip. The tip of code. (B)(4) has a ceramics around the "head" and with use, the ceramic melted and malfunctioned in surgery. The frequency parameters established by the vapr were used. The procedure was completed with same like product. Additional information received via email from the affiliate on (B)(6) 2017 type of procedure is unknown at this time, question sent to the sales rep. It is unknown if anything fell into the patient, question has been sent to the sales rep. There were no delays. Additional information received via email from the affiliate on (B)(6) 2017 type of procedure was rotator cuff injury nothing fell in the patient. This device was new. There were no delays